Event description:
The facility reports the pt was being transferred from the bed to the chair. The care assistant had to use considerable force to move the hanger bar in a downward direction in order to put the pt into a sitting position and maintain this force until the pt was lowered into the chair. While adjusting the spreader bar the nurse pulled a muscle in the chest. The facility thinks the spreader bar is too tight.